Manufacturer narrative:
The investigation of ventricle perforation has been completed. No product was returned for evaluation. Clinical details noted that the pump perforated the ventricle at the apex during coronary artery bypass graft (CABG) and mitral valve replacement (mvr) procedure after re-inserting the pump via direct visualization and the surgeon noted that the pump was likely re-inserted too deep in the ventricle. Ventricle perforation was repaired with a patch and the patient was able to remain on support for an additional 17 days. Data logs were reviewed and long-term log of full case showed pump was turned down to p-0 at time of CABG procedure on (B)(6) 2025. After the pump was re-inserted and initiated, ¿impella in aorta¿ and ¿impella position unknown¿ alarms are triggered. Additionally, placement signal and motor current after the pump was restarted showed very low pulsatility for approximately 30 minutes. The root cause of the ventricle perforation was most likely due to improper positioning after the pump was re-inserted into left ventricle during CABG and mvr procedure. H.5 added selection as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26901.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced a left ventricular perforation requiring intervention with a survived outcome. Upon evaluation for transurethral resection of the prostate, cardiology evaluation was performed and was found to have severe left ventricle dysfunction. A transthoracic echocardiogram showed dilated cardiomyopathy with left ventricular ejection fraction of 22% with severe akinesis of septal and anterolateral walls. A left heart catheterization was performed showing diffuse multi-vessel disease to the right coronary artery, the proximal and mid left anterior descending artery, and the left circumflex artery with the left to right collaterals. Left ventricle ejection fraction was 27%, right ventricular ejection fraction was 61%, and scar burden was 24%. Viability was noted to be absent in the right coronary territory but present to the left. Given newly diagnosed systolic heart failure and dilated ischemic cardiomyopathy, the decision was made to place preoperative axillary impella 5.5 to assist with optimization prior to coronary revascularization. The impella 5.5 device was successfully placed, and the patient was sent to the unit on impella mcs. On day eight of mcs, the patient underwent coronary artery bypass graft surgery x 4, mitral valve replacement with a 27 millimeter mosaic bioprosthetic valve, aortotomy for impella 5.5 intra-operative removal and direct placement post completion of mitral. Median sternotomy was performed with left internal mammary artery takedown and harvesting of the saphenous vein. Central cannulation of the superior vena cava and aorta due to difficulty advancing guidewire to left femoral vein. Upon completion of antegrade cardioplegia via root vent, surgical mode was activated and aortotomy was performed. The impella 5.5 was removed from the left ventricle and secured in the chest with a ray-tech sponge. Distal grafts and mitral valve were then completed. The impella 5.5 was then placed under direct visualization back into the left ventricle via the aortotomy. Upon closure of aortotomy, the tip of the impella 5.5 perforated the left ventricle free wall requiring bovine pericardium repair patch. The surgeon stated this was an accident due to re-inserting the device deep into the left ventricle. The impella support initiated at support level p-1, de-airing techniques and volume resuscitation were performed. Minimal pulse pressure was noted despite dual inotropes and vasopressor support. Intra-aortic balloon pump (iabp) was placed. Blood products were given: four units of packed red blood cells, three units of fresh frozen plasma and three units of platelets, cell saver, 250 colloid, 1.5 liter crystalloid, and methylene blue was given for gross vasoplegia. Aortic valve wires and atrial pacing attempted to assist with aortic valve opening. Defibrillation x 1 was administered coming off the impella 5.5 pump. Coagulation was noted and chest closure was performed. Impella position was optimal with inflow 5 centimeters below the aortic valve area. Left ventricular ejection fraction was 15%, inferior wall was akinetic. Right ventricular function was mildly reduced. No valvular leak was noted at bioprosthesis. Surgical sites were dressed. The patient continued on impella support with the iabp was removed the following day. The patient was noted to be feeling "great" the day before planned explant of the impella 5.5 device. Day 23 of support, the patient was successfully weaned from the impella 5.5 after what was noted to be successful cardiac surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ section: warnings & cautions: warnings: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿